Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 159mg/dl and blood glucose was 240 mg/dl. Troubleshooting also found that the pump alarmed change sensor. Customer was advised on proper insertion and site technique and how to properly calibrate. Customer was advised to wait until blood glucose can stabilize to recalibrate and to restart the sensor. Customer was advised to monitor pump and to follow up if any further questions.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor failed per specifications.